Event description:
It was reported that, "upon implanting the baseplate a minor fracture occur in the anterior cortex."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.